Event description:
It was reported the video tower displayed a b30 error with two scopes. The issue occurred at the beginning of the procedure while the patient was under sedation for a diagnostic cystoscopy, and there were a procedural delay of greater than 30 minutes. The procedure was completed using an olympus back up device and there were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01059. This report is related to the following linked patient identifier: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01059. This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The device was not returned to olympus. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The reported procedural delay of greater than 30 minutes does not classify as a serious injury as no information was received from the customer that the patient experienced harm.